Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose reading was 124 mg/dl while his sensor glucose reading was 60 mg/dl. The customer stated that he has gone through threshold suspend and he is not low. The customer stated that he is currently on dialysis and would like to know if his dialysis would make a difference. The customer was advised to select suspend or restart basal. The customer was advised of the differences between sensor glucose versus blood glucose. The customer stated that he is going to continue to wear the sensor and will change if needed.